Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During visual inspection, blood and eschar build-up was observed in the blade channel and on the jaws of the device. During functional testing, engineering confirmed that the device passed all tests related to trigger and handle actuation. They also performed tests on the jaws and concluded that the device met all current specifications. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of the event could not be determined as engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: total open colectomy. In the middle of the procedure, after 15 activations, the surgeon was not really satisfied of the haemostasis on the mesocolon, and the handle became hard to open the jaws. Patient status- no patient injury or illness occurred associated with the complaint event.